Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device.¿

Event description:
It was reported that during a left hip procedure, an intraoperative bone fracture occurred. During the procedure, wires were used to repair the calcar fracture.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.